Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). It was noted that the auto-thresholds were higher than the programmed output. No asystole was reported as the patient had an underlying rhythm. Technical services (ts) suggested to have the reports be further reviewed by the doctor and paged the local boston scientific representative for further evaluation. The health care professional (hcp) stated that they were going to do the chest x-ray to verify lead placement. The lead remains in use. No adverse patient effects were reported.